Event description:
The sales representative reported that soft tissue had grown over the patella. During the revision surgery, it was noted that the insert also showed a little wear. The insert was revised and the soft tissue around the patella was cleaned.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.